Manufacturer narrative:
Updated data: h6 - annex b, annex c, annex d image review results: one media file was provided for review of the event. In conclusion of the review, the evolutpro device was explanted surgically in which the leaflets appeared visibly torn at the suture line. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 5 years 2 months following the implant of this transcatheter bioprosthetic valve shortness of breath was experienced. 3 months later, transthoracic echocardiogram (tte) showed a failure of the bioprosthetic valve. Hospitalization was required. Echocardiography, ankle brachial index test, pulmonary function test and computed tomography (CT) scan were performed. No further treatment or interventions were reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Select patient information cannot be documented in the file due to regional privacy regulations. Updated data: b5. Second paragraph. H6. Patient codes, device codes, eval codes additional codes: annex f and annex g. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years 2 months following the implant of this transcatheter bioprosthetic valve shortness of breath was experienced. 3 months later, transthoracic echocardiogram (tte) showed a failure of the bioprosthetic valve. Hospitalization was required. Echocardiography, ankle brachial index test, pulmonary function test and computed tomography (CT) scan were performed. No further treatment or interventions were reported. No additional adverse patient effects were reported. Additional information was received that clarified the valve failure to be moderate-severe transvalvular (central) regurgitation. In addition, pan-diastolic regurgitation was identified in the abdominal aorta. Approximately five years, six and a half months following valve implant, the patient underwent re-intervention to "repair or replace" the valve. No further information was reported.

Manufacturer narrative:
Updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that the referenced suture string was the suture that the prosthetic valve was stitched ¿on¿.

Manufacturer narrative:
Updated data: b5. Third paragraph. D6b. Explant date received. H6. Patient code, device code added additional codes. Added an annex f code corrected data: b3. Date of event corrected to align with the date the patient was hospitalized due to failure of the valve. E. Initial reporter phone number to align with the facility. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years 2 months following the implant of this transcatheter bioprosthetic valve shortness of breath was experienced. Three months later, transthoracic echocardiogram showed a failure of the bioprosthetic valve. Hospitalization was required. Echocardiography, ankle brachial index test, pulmonary function test and computed tomography scan were performed. No further treatment or interventions were reported. No additional adverse patient effects were reported. Additional information was received that clarified the valve failure to be moderate-severe transvalvular (central) regurgitation. In addition, pan-diastolic regurgitation was identified in the abdominal aorta. Approximately five years, six and a half months following valve implant, the patient underwent re-intervention to "repair or replace" the valve. No further information was reported. Additional information was received that patient symptoms included peripheral edema and a blood test revealed an elevated b-type nat riuretic peptide. It was clarified the valve was explanted and replaced with a non-medtronic surgical valve. Per the physician, the cause of the failure mode of the valve was "a cutting of suture string at commissure. Therefore, it was off the two-leaf commissure instead of the one-leaf." It was reported there were no patient factors that contributed to the failed valve; however, no further information was provided.

Event description:
Additional information indicated that the event was reported as resolved with no sequelae approximately 34 days following the valve replacement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.